Event description:
Caller reported a malfunction with the pump, displaying malfunction code 16, and it was confirmed that the pump was included in a field correction. There was no information available about any adverse impact on the customer's blood glucose level due to this issue. Technical support decided to replace the pump and instructed the caller on how to handle the situation. The caller was advised that they would receive a replacement pump with updated software and was guided on storing the old pump and programming the new one. The caller acknowledged understanding all instructions, including shipping details for returning the malfunctioning pump to avoid any charges. No backup therapy was immediately available, so the caller planned to reach out to their healthcare provider for support.